Manufacturer narrative:
Section d10: device available for evaluation? Yes. Returned to manufacturer on: 1/15/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the foreign material was not observed with the returned device. As the foreign material did not return for the evaluation, the complaint cannot be confirmed. And a product deficiency can be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed, that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: not applicable, there is no indication the lens has been explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) cartridge tip made contact with eye when debris was found on the patient's right eye during implantation. There was no vitrectomy, incision enlargement, or sutures required. Daily activities was not significantly affected. The patient has fully recovered. No additional information was provided to johnson & johnson surgical vision.